Event description:
It was reported that the asymptomatic patient presented in clinic for follow up in backup vvi. Backup vvi was not dis- played on the screen but the patient was presenting demand and magnet rates of approximately 67.5. The clinician was unable to interrogate the pulse generator. The hardware elective replacement indicator (eri) and ID byte were checked but interrogation failed. Further troubleshooting could not be performed and the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.